Manufacturer narrative:
The beckman field service engineer (fse) evaluated the au680 clinical chemistry analyzer and replaced the sample syringe and ise buffer syringe to resolve the issue. The fse performed quality control and passed. The fse verified the analyzer resumed normal operation. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of high patient results for ion selective electrode (ise) including sodium (na), potassium (k) and chloride (cl) on their au680 clinical chemistry analyzer. The high results were not reported out of the laboratory. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.